Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 30th mar 2026, it was reported by a distributor via email that ar-2324bcc bio-comp swvlk c, cld 4.75x19.1mm batch 15514584 anchor broke while the surgeon was inserting it into the patient and no piece(s) break off inside the patient. This was detected during scope shoulder procedure on (B)(6) 2026. The procedure was completed successfully with another implant and no harm caused to patient.